Manufacturer narrative:
A ge service representative performed an on site investigation. The ccd video camera was evaluated, replaced and realigned. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. No patient serious injury or death was reported related to this event.